Event description:
The user facility reported a 77-year-old male in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being placed on impella cp support, it was reported that the patient pulled their central line out, and bleeding around the impella cp access site was observed. The physician repositioned the impella cp device and re-stitched the blue suture hub to resolve the bleeding at the access site.

Manufacturer narrative:
The impella cp device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.